Event description:
The customer reported that the system shut off by itself during a procedure. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups (uninterrupted power supply) batteries were replaced. The system was then found to be operating as intended.